Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-00613. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced to the laa via the watchman ® access system which was noted to be deep seated. The closure device was deployed in the laa and three partial recaptures were performed to bring the device more proximal. During this time a perforation occurred resulting in pericardial effusion. Pericardiocentesis was performed and 620cc's of blood was removed from the pericardial space. The effusion resolved itself without further incident. No further intervention was required and no further patient complications were reported. The closure device was successfully implanted.